Event description:
The hearing aid (h/a) dispenser reported that the user came for a routine visit, during which the dispenser noticed that the sentry ii waxguard was missing from the device. The waxguard was found in the user's ear canal.